Event description:
It was reported that an extension set was separating from the catheter. It was not specified when in the process this occurred. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information be received, a follow-up medwatch will be submitted.